Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the communication error and subsequent emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported receiving a communication error message while wearing the pod for an unknown duration on an unspecified site. The patient experienced vomiting and not feeling well. He subsequently attended the emergency department on (B)(6) 2025. Upon arrival, his blood glucose level was 150 mg/dl. The patient was not given a diagnosis and was treated with intravenous fluids and mild painkillers, and his blood glucose level was monitored. The pod was discarded at the emergency room, and the patient was discharged after approximately 5.5 hours.